Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians were unable to determine the exact cause of the perforation. It was likely caused by the guidewire or the nose cone of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, following valve deployment, a perforation of the left ventricle was confirmed. The perforation was repaired. The patient left the room in stable condition. The valve was in good position and functioning well. Once the novaflex+ delivery system was tracked to the annulus, the patient's pressure began to drop. On echo it was noticed that the patient developed a pericardial effusion. It was decided to place the patient on temporary bypass to stabilize the patient. Once on bypass, a drain was placed to evacuate the pericardial effusion. Then the valve was deployed successfully. After the valve was deployed, a pigtail catheter was placed in the left ventricle for contrast injection. The physician was able to then identify the cause of the pericardial effusion as a left ventricle perforation at the position of the wire (apex). The cts felt more comfortable opening a window which allowed him to visibly inspect the left ventricle. A decision was made to open the patient's chest to repair the perforation/tear. The patient left the room in stable condition. The valve was in good position and functioning well. The physicians were not sure if the perforation was caused by the guidewire or the nose cone of the delivery system.